Event description:
It was reported that the ventilator had an issue with monitoring o2 concentration. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.(B)(4).